Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the curve at the end of the lead was unable to be determined. Numerous attempts to place lead in port were attempted unsuccessfully. Both ports were tried. The case was aborted. Full system replacement to be scheduled for a different date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type :lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that during ins replacement, the healthcare provider (hcp) was able to insert one of the leads into the 0 ¿ 7 port of the ins without issue, but the other lead appeared to be curved near the end. It was reported that when the hcp tried to slide the lead into the port, it was providing resistance and did not want to go in. The hcp tried inserting the curved lead into the 0 ¿ 7 port and it also was difficult to insert. No symptoms or complications were reported.